Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. Evaluation of product was completed and the results duplicated the complaint. RMA (B)(4) had been initiated for this issue. Model pronto m51, serial number/date code (B)(4) was approximately 1 year 1 month old at the time of the incident. The owner's manual part number 1125085 rev j(oct-08) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a (B)(6) male who is (B)(6). The male consumer has paralysis on his right side and a metal plate in his head. His stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Results of product evaluation: visual: there was evidence of scratches on the front caster forks and head tube, the rear caster head tubes and on the rear corner of the right shroud. Also scratches were observed on the bottom of the footboard and joystick mounting tube. The chair's right drive wheel mounting bolt was hand tight and the locking tab washer was not in the gearbox shaft key way slot. The chair's footboard had evidence of wear on the left front corner of the rubber mat. The chair's right side armrest was missing chunks of the arm pad foam material. The seat back upholstery had holes on the left and right sides. Functional: during functional testing the chair seemed to speed up and slow down. The chair tracked to the right. When driving the joystick forward the chair would travel at the programmed speed but slightly to the right. When trying to compensate to the left the chair would slow down. During a mechanical ride evaluation of the returned m51p wheelchair, it was confirmed that the chair veered to the right when pushing the joystick knob directly forward. It was also confirmed that the chair operated in an aggressive manner (I'e. Quickly accelerates then slows down after initial forward command-jerky motion). Upon further investigation it appears that the left and right drive wheels are rotating at approximately a 15 percent difference in speed (rpm's). This explains the chair veering to the right. Operated both the chair's flip back armrests and flip up footplate and no discrepancies were observed. Conclusion: based on the difference in rpm and the fact that the motor balance was checked and confirmed to be at the correct factory settings, the most likely cause of the veering is due to the variation in motor/gearbox speed and/or incorrect programming for the chair - especially if many of the components have been replaced.

Event description:
Dealer adjusted chair when it was brand new because it was too slow. Consumer states that chair speeds up and slows down. Dealer has worked on chair several times. Consumer alleges the front wheels come off the ground when the chair starts to move. Chair also allegedly "jumps" and ran into a storm door. No injury is alleged.